Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges that the chair started pulling and swerving on her porch causing her to crash into the side of her porch causing her to smash her foot and injure her knee.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges that the chair started pulling and swerving on her porch causing her to crash into the side of her porch causing her to smash her foot and injure her knee.